Event description:
It was reported that the patient had received successful intrathecal baclofen therapy for the past 21 years. On (B)(6) 2011, the pump was replaced due to end of service. Following replacement, the patient complained of increased spasticity. In (B)(6) 2012, the hcp emptied the pump and the actual and expected residual volumes matched. The hcp performed a catheter contrast test. Catheter patency was verified; contrast was observed at the catheter tip via fluoroscopy. The hcp decided to increase the baclofen dose from 100 "mg"/day to 150 "mg"/day. The patient returned to the hcp complaining of hypotonia, so the hcp decreased the dose to 120 "mg"/day. On (B)(6) 2012, the patient returned to the hcp and complained of increased spasticity. The pump was interrogated and no annotations or pump alarms were audible. The pump was accessed to verify volume accuracy; 31 mls of fluid was the expected volume, and 31 mls was removed. The hcp administered a 75 "mg" bolus. The dose was increased again to 150 "mg"/day. Blood tests for biochemistry and blood count were performed. The blood tests were normal except for a cpk level of 1955 (very high), and a sodium level of 134.9 (just below normal of 135). The patient's temperature was 36.8 degrees celsius. Urine testing was also performed. The pump "scar" showed signs of fibrosis, but that was not clinically relevant per the hcp. The hcp performed an x-ray in order to verify if the catheter was dislodged, kinked, or disconnected; "everything seemed normal." During the x-ray, the patient experienced increased spasticity, so the hcp prescribed oral baclofen 25 mg every 8 hours until a surgical catheter revision could be performed on (B)(6) 2012. It was planned that during the (B)(6) 2012 surgery, because of the pocket site fibrosis, the pump would be moved to the opposite abdominal wall. It was further added that since the original catheter was initially implanted 22 years ago, it had undergone several revisions; and "over the years" the catheter had undergone two additional fractures. The patient had received oral baclofen since (B)(6) 2012. The patient's pump and catheter were explanted and replaced on (B)(6) 2012. During the surgical revision, the pump pocket showed signs of internal irritation, which suggested a possible infection or foreign body reaction. The following tests had all revealed normal results: contrast test, pump rotor test, cerebrospinal fluid (csf) leaking through the catheter pump segment, pump interrogation, and residual volume verification. During intraoperative catheter testing, the surgeon accidently pierced the catheter pump segment, which then was replaced via a catheter revision kit. The pump pocket was cleaned, and a new pocket was made in order to place the pump. The patient was receiving antibiotic therapy (amoxicillin for 10 days). The patient's cpk values had significantly decreased to 300. In regards to patient outcome, required follow-up was indicated. Additional information later received clarified that the catheter had positive/normal back flow during the surgical intervention. It was also indicated that one catheter dye test was performed through the catheter access port (cap), but they also injected contrast through the catheter during the revision; and this time, they disconnected the catheter from the cap and injected the contrast with an insulin needle. It was noted that is what caused the damage in the catheter pump segment that had been sent back to the manufacturer for analysis. The pump had been moved to the other side at the time of the revision procedure.

Manufacturer narrative:
Catheter model/serial# unk, implanted: unk, explanted: (B)(6) 2012. Analysis results of the returned catheter segment were not available at the time of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the partial catheter returned revealed no significant anomaly; acceptable catheter testing.